Event description:
It was reported that the patient received inappropriate high voltage therapy and anti-tachycardia pacing (atp) from implantable cardioverter defibrillation (ICD) for rapidly conducted atrial fibrillation. The patient's ICD was explanted and replaced. The patient was stable.